Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and upon power-up, the iabp power up system displayed ¿system test ok¿. A review of the diagnostic fault logs revealed that three autofill failure alarms occurred prior to the event date. Consequently, the stm used a intra-aortic balloon (iab) to determine if the iabp was able to autofill, and the iabp functioned according to factory specification. The reported issue was not duplicated. Unrelated to complaint issue, the stm replaced a missing p-clamp on the power cord and then performed complete preventive maintenance and calibration of the iabp unit. All functional and safety checks were performed to meet factory specifications, and the iabp was released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a leak in iab circuit alarm. The intra-aortic balloon (iab) would not refill. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.